Manufacturer narrative:
The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph and a video taken from the angiogram were reviewed. The photograph shows the affected device with a partially released stent in the sfa. Geometric distortions of the stent structure are visible which is indicative for focal stent compression or elongation. The video shows the inflation of a balloon inside a severely deformed stent fragment. Unfortunately, the quality of the photograph and the video is rather poor. Review of both the photograph and the video did not provide further relevant information regarding the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in a severely tortuous part of the mid sfa. The lesion was pre-dilated and the affected device was introduced into the patients body. During stent release, the stent system became stuck with the 0.018 inch abbott command guidewire. The stent could not be further released, despite using the secondary release mechanism. The affected device was withdrawn during which the stent fractured in the patients body. After subsequent balloon inflation inside the affected pulsar-18 stent, another stent was successfully implanted. The affected device was scrapped and thus not returned.